Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the exact bariatric procedure being performed? Was there any alleged deficiency with the white reload? Does the surgeon wait 15 seconds prior to firing? Was there any issue noted with staple formation in initial procedure? How long after initial procedure did bleeding occur? How was the bleeding identified? How was the bleeding addressed? Why does the surgeon associate the bleeding with the echelon stapler? What is the current patient status?

Event description:
It was reported that the doctor made a bariatric surgery using on the last shot a blue charge. During the postoperative period the patient had a bleeding and the doctor associated this problem with the stapling line. He had to do a treatment for the patient. The date of the surgery was (B)(6) 2017. However the exact date of when the patient presented with the bleeding is unknown. It is only known that the problem occurred after the postoperative date.